Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and had a high blood glucose event. The customer¿s blood glucose level was 525 mg/dl at the time of the incident. The customer¿s spouse stated that the insulin pump alarmed motor error during bolus delivery. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Displacement test was performed and passed. Customer's spouse also reported that the customer had experienced high blood glucose level of 525 mg/dl. The customer had symptoms such as indigestion and treated with manual injection. Customer's blood glucose value was 421 mg/dl at the time of the call and treated with insulin pump. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The customer's spouse declined to check for the device settings. Customer called back and reported that the infusion set cannula was bent while trying to remove the needle cover and the blood glucose reading was 380 mg/dl. The customer was advised to monitor and call back if issue recurs. . The insulin pump is not expected to return for analysis.